Manufacturer narrative:
Patient identifier - requested but not provided, age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested but not provided, race - requested but not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the bypass tube was already detached. When the angio-seal device was being inserted in the insertion sheath, the physician noticed that the bypass tube was already detached and the anchor was exposed. Therefore, the insertion sheath was withdrawn and successfully removed from the patient. Hemostasis was successfully achieved by manual compression. The pouch was opened on a flat surface. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient.

Manufacturer narrative:
One 8fr angioseal sts plus device was received for evaluation. The device was retuned with the arteriotomy locator and hemostatic sheath. No polyfoil pouch was returned. The returned components were subjected to visual analysis. All returned components had remnants of dried blood like substance present. The arteriotomy locator was partially inserted into the hemostatic sheath. Force was applied to the arteriotomy locator and hemostatic sheath to properly mate the two components. Excessive resistance was met due to dried blood like substance that was present with in the hemostatic sheath. After displacing the blood like substance, the two components could be properly mated. The carrier tube assembly was then examined. There was no bypass tube present at the distal tip of the carrier tube assembly covering the anchor; the anchor was exposed. The deployment sleeve was in the forward lock position. The complaint could be confirmed for a detached bypass tube. The anchor was fully exposed due to the detached bypass tube, which was not returned. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. The IFU stresses the need to properly open the polyfoil pouch by stating, "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device." Without the return of the polyfoil pouch, no definitive conclusion can be drawn. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.